Event description:
The micro sagittal saw was sent for evaluation due to overheating during a procedure. No adverse even was reported. The procedure was completed with a readily available replacement device without any clinically significant procedure delay.